Manufacturer narrative:
The device was returned for evaluation and the clinical observation was not confirmed. The device was returned without implant coil and the instant detacher; therefore, any contributing factors from these could not be assessed. Per the customer, the implant coil was successfully implanted in the patient. The axium pushwire was found broken into three separate segments. The proximal segment was found bent at the proximal end and the tack weld replacement (twr) crimps were found to be intact. In addition, the pushwire segment was found to be broken at the proximal end with the release wire still attached and extending out from its distal end. An in-house instant detacher was then used to successfully break the tack weld replacement (twr) crimp on the first attempt. Middle segment of the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). The distal segment was found broken on the proximal end. The retainer ring appeared to be damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. It was not possible to definitively determine the cause of non-detachment. The intact tack weld replacement (twr) crimp may have contributed to the difficulty during detachment; however, the tack weld replacement (twr) crimp was successfully broken with the use of an in-house instant detacher. In regards to the difficulty encountered during the manual detachment attempt, it is possible the break in the pushwire at an incorrect location may have been a contributed to the event. It is likely that the implant coil detached due to the pulled release wire, or due to the ovalized retainer ring. Note: per the axium coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher)¿. Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Event description:
Medtronic received information that during coiling treatment of a small basilar artery aneurysm, this coil would not detach with an instant detacher or by using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). During removal from the patient it was detached. It was reported that during procedure, a stent from other manufacture was deployed first and one axium coil was used and detached without any issue. Then the reported coil was inserted. While the physician was implanting the axium coil into the target aneurysm, clot was generated within the stent, and contrast of both posterior communicating arteries (pca) was lost. Heparin and argatroban were administrated and the pca was re-vascularized. Then the physician tried to detach the axium coil two times with the instant detacher without success. Manual detachment was attempted but still the coil was not detached. The physician decided to remove the coil from the patient and started pulling back the pushwire. When pulled the pushwire about 1cm, the coil detached. The physician pushed the coil into the aneurysm with the pushwire, and the coil was implanted into the aneurysm completely. The physician did not implant any other coil after this and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.